Event description:
In 2008, a compliance officer & risk manager contacted advanced biohealing, inc. After discovering that a physician had applied a dermagraft earlier that month to a pt wound after the product has been stored in a freezer that did not maintain -75 degrees celsius +/- 10 degrees celsius. The nurse manager informed physician after the application of dermagraft that she had discovered that the product has been stored improperly. When the pt returned a week later for their routine weekly treatment, physician removed the dermagraft due to potential failure of the tissue and to avoid potential infection. Physician stated that he believes no adverse event was caused by the product. The pt noted was non-compliant and did not follow the physician's instructions.

Manufacturer narrative:
Based on a review of info provided by the treating physician and a review of applicable product records, advanced biohealing's medical affairs experts concluded that it is unlikely that the application of dermagraft caused the pt's condition to worsen. All lots of dermagraft must pass extensive safety testing prior to being released to market. The dermagraft device was improperly stored by the customer in a freezer that did not maintain -75 degrees celsius +/- 10 degrees celsius. The product was clearly labeled and the customer discovered the mistake. The root-cause was determined to be human error.